Event description:
The biomed department of the reporting facility states that pump went into failure code 813:01 while delivering an unk medication at a primary rate of 75ml/hr, during pt use. Pump also has an 810:02 failure code in event history. Although attempts were made to obtain additional info from the reporting facility, details were not available regarding pt status, medical intervention, pt injury, age of pt, medication involved or the set up of the infusion device. The hosp representative stated they have no record of any pt incident involving the pump since the last baxter service event.